Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred while the customer was on an airplane. Customer changed the cartridge and the alarm reoccurred. The current alarm could not be cleared. Additionally, it was reported that the pump wake button has become increasingly difficult to press. Customer blood glucose level was 120 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.